Manufacturer narrative:
A notification of passing was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer refence number: 3006705815-2023-08542. It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death was myocardial infarction.